Event description:
After the acculink stent was deployed, an attempt was made to recover the accunet with the recovery catheter; however, the recovery catheter would not push through the stent. Another co's device was used in an attempt to remove the accunet; however, the accunet filter tore off from the wire. The detached filter was removed out of the artery by surgery. The pt is reported to be doine fine.